Event description:
It was reported in clinic notes dated (B)(6) 2010 that a vns pt was having a change in seizure pattern as the pt was experiencing more intense seizures and they were worse with stress. The pt further indicated that she had never had a convulsion. Additionally, the pt reported changes in speech, trouble with sleep and shortness of breath. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date. The pt currently underwent generator replacement surgery due to end of service as the generator was read at the following diagnostics in (B)(6) 2010 (system diagnostics ok, 2, yes). Good faith attempts to obtain the explanted generator have been unsuccessful to date.